Event description:
It was reported that a device alarmed for air in line messages. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was unable to reproduce the reported air in line messages during testing. However, review of the history log confirmed the error. The device eval found the unit to operate correctly with a fluid filled set and the upstream conclusion test were all passing.